Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt and baat tools were both utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. The baat tool revealed that a battery cycle 41.0 received the lowbatteryalert (104) on 11/29/2024 15:19:00 after more than 7 days at 17.12 days. Battery cycle 40.0 received the lowbatteryalert (104) on 11/12/2024 11:08:00 after more than 7 days at 19.69 days. Battery cycle 33.0 received the lowbatteryalert (104) on 10/23/2024 13:28:00 after more than 7 days at 17.99 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. However, the adapt tool was further utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. No relevant alarms were noted that may have triggered a no display. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection moisture damage was noted during visual inspection, isolate to electronic stack. The following cosmetic damages were noted: cracked case (battery tube), cracked case, label damage (faded), cracked keypad overlay, coroded battery tube, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer concern was not confirmed regarding blank display; no relevant alarms were noted via the adapt tool. However, moisture damage was noted, isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a pump won't turn on. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported that the battery compartment and/or springs are damaged and/or corroded. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880 was requested and the customer response was the device will be returned.